Event description:
On 5/15/98 pt with cardiac disease had a surgial procedure. A pulmonary artery catheter was placed in the or and the pt was transferred to the surgical intensive care unit postoperatively. On 5/16/98 it was noted that the pulmonary artery catheter was in wedge tracing. The catheter was flushed by the nurse. The pt was encouraged to cough. There was no change. The balloon catheter was checked and again noted to be deflated. The catheter was withdrawn from 55mm to 50mm. The balloon catheter was again checked and noted to be deflated and the catheter was withdrawn 50mm to 45mm. The pt was noted to be coughing with blood tinged sputum and followed by frank hemoptysis. The pt coded and died.